Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead exhibited high pacing impedance. The lbbap lead was not used and replaced during the procedure. The patient remained stable throughout.